Event description:
It was reported to philips the device failed to recognize the paddle set during testing. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in use at the time of the reported issue.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed to recognize the paddle set during testing there was no report of patient involvement.